Manufacturer narrative:
UDI #: (B)(4). Date of event: the exact date of event was not provided, it was noted that the date of event was around (B)(6) 2014 and the handpiece was withdrawn from use on (B)(6) 2014. Initial reporter phone number: (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported defective isolation at ellips fx handpiece plug and withdrew the handpiece from use on (B)(6) 2014. Through follow ups, it was learned that the no wires were frayed. It was reported that wires have intact inner isolation, therefore, wires could not cause an electrical surge and that currently handpiece is not in use. The handpiece was withdrawn from use after initial checkouts (inconsistent prime/tune positive pass was experienced) after sterilization and prior to surgeries to avoid potential injury.